Event description:
It was reported that; during surgery, the surgeon inserted the screw to the iliac. When the surgeon tightened the blocker of screw, the blocker was pop out. Therefore the surgeon changed the screw to same size ml screw.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The asymmetric thread damage observed on the tulip head. Conclusion: the most likely cause of the reported event was determined to be excessive force by the user.

Event description:
It was reported that; during surgery, the surgeon inserted the screw to the iliac. When the surgeon tightened the blocker of screw, the blocker was pop out. Therefore the surgeon changed the screw to same size ml screw.